Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were not working, patient orders were not current. A technical support specialist (tss) dialed into the station and found that services were not running. After restarting the necessary services, message flow resumed and was verified to be functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not working, and patient orders were not current. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.